Event description:
Hello: I have a resmed airsense 10 CPAP machine. Sn (B)(6), ref (B)(4), lot 1464681, dn (B)(4). For a while every now and then I seem to feel tiny particles hitting my nose when I wear the mask. Not all the time, but infrequently with no regularity. And the machine is making a wheezing sound which happens continuously and with every breath. I am experiencing significant pain in the sinus area of my face and forehead. I am concerned I am breathing in microplastic and particles from insulation or something, as something within the machine might be broken or defective. I've had the machine about 3 years the problem occurred about 8 months ago so. Do you have other complaints? Do you have any recalls on this machine? Do you test products to determine if there is a health problem? I did show this to my doctor where bought the machine, but they thought it was due to a dirty filter. But I changed it but it's still happening. Sleep apnea, high blood pressure, diabetes 2, overweight, recently developed pain in sinus area and forehead. Had an MRI of my brain and it did not show any concerns. Went to ent, they found no infection. I have a deviated septum and a small bone spur from when I broke my nose, but doctor did not consider these as the cause of my pain. I am no longer drinking alcohol. I don't smoke or use drugs aside from prescription drugs.